Event description:
It was reported that the patient was currently hospitalized. No surgical intervention has occurred to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted device was discarded per hospital policy.

Event description:
Clinic notes were received regarding referral for replacement. It was noted that the patient was starting experiencing an increase in seizures about two weeks ago. No additional or relevant information has been received to date.